Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure. The procedure was performed with local anesthesia. No problems were noted during the procedure. It was noted that 5cc of hydrogel had moved into the rectal apex. The patient current condition remains unknown. No further information has been obtained despite good faith efforts.